Event description:
It was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. Reportedly, the previous sensor session was not properly stopped. Customer stopped previous sensor session and started new sensor session to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.